Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, approximately 11 years post implantation, the patient felt a thud and began to experience pain and underwent a revision. During the procedure an extensive fluid collection was found under the fascia and obvious reactive blackening in the cup with possible liner dissociation. The cup and head were revised without complication. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). D10. Liner and shell with plastic barrier 48 mm i.d. 58 mm o.d. Item# (B)(6) lot# 62097424. Unknown avenir stem item# unknown lot# unknown. G2. Report source: belgium. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, d10, g3, g6, h2, h3, h6, h11. D10. Liner and shell with plastic barrier 48 mm i.d. 58 mm o.d. Do not remove ceramic liner do not reposition cup after final seating item# (B)(4) lot# 61971305. Unknown avenir stem item# unknown lot# unknown. The reported product was returned to the product surveillance team for examination. A visual review of the returned ceramic head with taper adapter confirms size and ceramtec identification etch. Taper sleeve was returned seated in the head. Ceramic spherical surface and underside show dark marks from possible metal transfer. Bio debris was noted on the underside. No other damage was noted. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Radiographs were provided and not submitted to mmi. One image is pre-revision but it is unclear if the liner dissociation would be accurately captured in this view. The second image is post-revision and submission would not enhance the investigation. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain, extensive fluid collection under fascia- cultured, blackening in the cup. The complaint is confirmed based on the medical record findings. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.